Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-39041.